Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Impedance check was performed. High impedances were reported. 38,000 on electrode 14. No symptoms were reported. The cause was unknown.

Manufacturer narrative:
Continuation of d10: product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2020; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.